Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) ultra set capd disposable disconnect y-sets would disconnect to a peritoneal dialysis (pd) transfer set. The customer would connect the transfer set to the capd y-set, and the connection would loosen and disconnect. These events occurred during setup for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.